Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no product was returned. Unable to deliver or advance (delivery issue): the cause of the deliver issue was determined to be patient condition as the patient had difficult anatomy preventing successful delivery of impella. Device history review. Device (sn: (B)(6)) passed all post sterile inspection checks.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Patient with vtach requiring defib 2 days ago brought to cardiac cath lab for left heart catheterization (lhc). Lhc showed right coronary artery disease, during pci patient went into vtach requiring multiple defibs, md elected to place impella. Impella prepped and inserted in rcfa. Due to a patient anatomy pump was unable to advance. Md elected to abort the procedure. No patient harm was reported due to the issue.